Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient had suffered from heat stroke and had been recovering in the hospital for the past 2 weeks. It was stated the patient was having more dyskinesia on the right side since the heat stroke. It was noted that the patient was at the highest setting of 3.6v and wanted to know if it would be ok to adjust stimulation down. The patient was having a surgical procedure on the day of the report that was unrelated to their deep brain stimulator (dbs) therapy/system. Their implantable neurostimulator (ins) was turned off for the surgery. It was stated that the clinic was called, and the physician's assistant at the clinic should be calling them back on the day of the report as they weren't available at the time the call was made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient tried to turn the setting down from 3.6 to 2.6 and still had dyskinesia. Their dyskinesia resolved when they turned the unit off. No further patient complications have been reported as a result of this event.